Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection of the cassette line to the solution bag was reported and is known to cause this alarm. The cause of the disconnection was a loose connection, but the cause of this loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the connection between an empty supply bag and a supply line was loose and ended up disconnecting as soon as the patient moved the bag. The technical service representative instructed the patient to cycle the power on the device to clear the alarm and assisted with ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.